Event description:
It was reported to boston scientific corporation on january 15, 2009, that a wallflex partially-covered esophageal stent was used during an esophageal stent removal procedure performed in 2009. According to the complainant, a stent was placed one week prior. Seven days later, the physician went to remove the stent, and found that the suture string had broken on the proximal end. The stent was maneuvered appropriately, then removed using a foreign body hood. The physician then placed a polyflex stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.